Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the attune impactor was cracked. Update 15sep2017, follow-up response received: yes, there was breakage. Yes, it was retrieved from patient.

Manufacturer narrative:
Additional narrative: it was reported that the attune impactor was cracked. Update 15sep2017 follow-up response received: yes, there was breakage yes, it was retrieved from patient the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.